Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and blood glucose levels. It was reported that the pump suspended for low blood glucose. The customer's blood glucose level was reported to be 140mg/dl, and their sensor reading was 46mg/dl. It was reported that the sensor was restarted as new. No further information provided.